Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Per the instructions for use (IFU), valve migration and paravalvular leak (pvl) requiring intervention are potential adverse events associated with transcatheter aortic valve replacement. According to literature review, valve migration results when forces acting on the transcatheter heart valve (thv) overcome the strength of attachment of the valve to the aortic wall. Stent valves are subjected to antegrade ejection forces during systole. Less-than-severe and non-uniformly distributed calcification of the native leaflets, incorrect bioprosthetic valve sizing, and incomplete frame expansion, can contribute to valve migration. Additionally, residual overhanging leaflets can exert downwards force during diastole, causing migration of the thv towards the left ventricle.   The edwards thv patient screening manual advises the operator on pre- procedure assessment of the aortic valve and root, taking into consideration the degree and distribution of native leaflet calcification. The procedural didactic instructs the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations.  Additionally, the patient screening manual and the procedure didactic identify several procedural and anatomical factors which could contribute to pvl, including device malposition, inaccurate measurement of the native valve annulus, uneven distribution of calcium on the native valve, bulky or severe calcification, an elliptical annulus shape and valve under-sizing. Physicians are extensively trained by edwards before they are qualified to use the transcatheter heart valve (thv). Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct sizing, alignment and positioning of the device are emphasized as key factors to the placement and fixation of the device. In this case, there was no allegation or indication a device malfunction contributed to this adverse event.  The exact cause of the valve migration is unknown but may be related to procedural factors (intentional ventricular deployment) or due to patient factors (annulus measured 490cm2 by CT, stj was narrow, short sinus height).  The pvl was likely caused by the migration of the valve. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required. Literature reference:   philip y.k. Panga, et al. A survivor of late prosthesis migration and rotation following percutaneous transcatheter aortic valve implantation. Eur j cardiothorac surg (2012).

Event description:
As reported by the edwards affiliate in (B)(6), during a transfemoral tavr procedure, the patient¿s 26mm sapien 3 valve migrated which resulted in moderate paravalvular leak (pvl). A second valve was implanted. The 26mm sapien 3 was intentionally deployed in a lower position at 70:30 (-2cc) ventricular due to the patient¿s narrow sinotubular junction and short coronary sinus height.  Post op echo showed mild pvl. The procedure was considered done and all devices were removed.  Repeat tee, however, showed an increase in pvl to moderate.  Fluoro also showed the valve was sitting lower in a 60:40 ventricular position.  The valve had migrated on its own prior to the patient being taken of the table. The decision was made to deploy a second valve.  A 26mm sapien 3 valve was deployed higher (75:25 aortic) within the first valve.  Repeat echo showed pvl had reduced to mild.  The valve was post-dilated and it was further reduced to trace. The procedure was completed successfully and the patient was noted to be recovering in the hospital at the conclusion of the case.   The patient¿s native annulus had an area measured 490cm2 by CT.  The patient¿s stj was narrow and had a short sinus height.